Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The e-piece was damaged on one side. The device loading unit (dlu) was received with six tacks remaining. The instrument was applied to the appropriate test media. The handle was actuated and the remaining six tacks deployed but did not seat properly due to the damaged e piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a bilateral inguinal hernia repair procedure, the device could not fire and zero staples came out. Another device was used to complete the procedure. There was no patient injury.